Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 428 mg/dl, and the customer changed the entire infusion set, reservoir and insulin. The customer advised that her blood glucose levels began to lower, declining troubleshooting assistance. The most recent blood glucose reading was 118 mg/dl. Nothing further reported.